Manufacturer narrative:
Initial reporter city address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below knee. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.